Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was no delivering insulin as intended. Customer's blood glucose (bg) level was 400 mg/dl. No further information was obtained as customer declined troubleshooting with tandem technical support.